Event description:
Healthcare professional reported left side rupture discovered via imaging. The device has been explanted and replaced.

Manufacturer narrative:
Initial reporter email address: (B)(6). Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as a surgical impact opening. (Shell thickness within spec) and missing shell assessed as inconclusive. Additional observations: stress mark observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture discovered via imaging. The device has been explanted and replaced.